Manufacturer narrative:
(Plaque shift), (B) (4). Plaque shift and additional non-surgical treatment are listed in the risk assessment matrix as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v instructions for use states: pre-dilate the lesion with ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the lack of pre-dilatation contributed to the reported patient effects.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2010, the patient underwent direct stenting of the proximal left anterior descending artery (lad) with a xience v stent. After the stent was placed in the proximal lad, there was a plaque shift into the ostial circumflex vessel. Angioplasty was performed in ostial circumflex with good result. The patient was discharged the next day. There is no additional event or patient information available.